Event description:
The tissue was not thick and it was not difficult to close the device. The instrument was not fired across or near an existing staple line or clip. The staples were formed in the proper b form shape. The leak was observed from the anterior wall of the staple line. But it was unknown if the staple gap occurred. The device fired normally. The device was a little difficult to remove the device from the tissue. There was no further consequence to the patient.

Manufacturer narrative:
(B)(4): information unavailable.